Manufacturer narrative:
An event of hypotension, perivalvular leak because of damaged leaflet was reported. The device was returned to abbott, and the investigation found no damage or anomalies on the valve. All three cusps were intact and mobile when manipulated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported damaged leaflet could not be conclusively determined. Based on information received, the reported perivalvular leak is possibly related to the procedural conditions. However, the exact cause could not be determined. The unexpected medical intervention is a result of case-specific circumstance as post-implant balloon aortic valvuloplasty was performed due to perivalvular leak. The surgical intervention was a result of valve explant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis; coronary disease managed with stent on the left anterior descending (lad) and the circumflex artery (cfx). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be successfully implanted with one partial recapture at a depth of 6mm on the non-coronary cusp (ncc). The patient was presented with hypotension. Paravalvular leak (pvl) was noted. Post-implant balloon aortic valvuloplasty (post-bav) was performed using 25mm, non-abbott balloon. On transesophageal echocardiogram (tee), pvl was still noted as severe. The patient did not remain hemodynamically stable, and there was no clinically significant delay reported. The valve was explanted, and it was discovered that it had been implanted too deeply. The leak occurred because one of the leaflets was found to be damaged. The patient had a prolonged hospitalization due to the event. The physician believes that the patient or user experienced adverse health consequences due to the performance of the product. The patient's status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis; coronary disease managed with stent on the left anterior descending (lad) and the circumflex artery (cfx). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be successfully implanted with one partial recapture at a depth of 6mm on the non-coronary cusp (ncc). The patient was presented with hypotension. Paravalvular leak (pvl) was noted. Post-implant balloon aortic valvuloplasty (post-bav) was performed using 25mm, non-abbott balloon. On transesophageal echocardiogram (tee), pvl was still noted as severe. The patient did not remain hemodynamically stable, and there was a clinically significant delay reported. The valve was explanted, and it was discovered that it had been implanted too deeply. The leak occurred because one of the leaflets was found to be damaged. The patient had a prolonged hospitalization due to the event. The physician believes that the patient or user experienced adverse health consequences due to the performance of the product. The patient's status was stable.